Event description:
Additional information was received indicating a revision procedure was performed and the right ventricle (rv) lead was capped replaced. Rv lead damage was observed by the clinician. The patient was in stable condition. Additionally, clarification was received rv lead damage was observed and migration of a portion of the rv lead did not occur.

Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The physician suspected rv lead damage. Diagnostic imaging was performed and no rv lead damage was observed, however, migration of a portion of the rv lead was observed. Provocative testing was performed and the noise was able to be reproduced. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition and will continue to be monitored.